Event description:
It was reported that a pacer pt was in a room with a possibly closed door. The pt was found expired and fallen out of bed with two leads off. The healthcare staff allegedly did not hear an alarm on the system. Per onsite evaluation by the hospital biomed, the icentral did not have a display with internal speakers; rather it had an external active pc speaker. The system was checked and found to have performed as designed. It is noted that the sound volume of the external speakers was turned down to a very low audible level and the alarm level was "iso2" (beep each ~ 20 sec). The user controls the volume on the external speakers. Ge does not provide external speakers for icentral systems. The display model at the customer site is not delivered from ge healthcare finland. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.